Manufacturer narrative:
Result: damaged fowler clutch.

Event description:
It was reported by service report that the fowler motor drifted with weight. It is unknown if there was patient involvement. However, no adverse consequences were reported.